Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service and repair records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the bottom button of the device gets stuck and the engine does not run this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken:repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: trigger / slider broken. The service technician identified the probable root cause : design faulty if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.